Manufacturer narrative:
Details of complaint: on 9/16/2019 customer submitted the log entry from the facility stating "patient dropped from the monitor. Screen reads patient cannot be found." Customer stated they could not provide any information regarding the entry note. Investigation summary: due to the lack of information available. An investigation into the reported issue is not possible at this time. No risk assessment could be performed.

Event description:
The customer reported that the patient name disappeared from the screen of the transmitter device (zm-530pa) and the unit showed a "patient cannot be found" error message. No consequence or impact to the patient was reported.

Manufacturer narrative:
The customer reported that the patient name disappeared from the screen of the transmitter device (zm-530pa) and the unit showed a "patient cannot be found" error message. No consequence or impact to the patient was reported. The customer indicated that they will not be providing any additional information regarding the event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: serial number, approximate age of device. No serial number was provided, so the age of the device is unknown, device manufacturer date.

Event description:
The customer reported that the patient name disappeared from the screen of the transmitter device (zm-530pa) and the unit showed a "patient cannot be found" error message. No consequence or impact to the patient was reported.